Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP,bipap and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to visualization of particles. There was no report of serious patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer received new and relevant information on 11/15/2022 alleging device will not turn on/device not functioning, nasal/throat irritation or soreness, burning/smoke/electrical odor, related to a CPAP device's sound abatement foam. In addition, appropriate health effect - clinical code has been added on h6 section. Section b3 and g3 also has been added/updated.

Manufacturer narrative:
The manufacturer previously reported that the patient alleged visualization of particles related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The manufacturer received new and relevant information of patient medical condition/history on 01/02/2023, that patient had bacterial and viral pneumonia twice and heart failure was due to sleep apnea.

Manufacturer narrative:
Additional information was received on nov 27, 2024 and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged visualization of particles, pulmonary hypertension, device will not turn on/device not functioning, nasal throat irritation or soreness, burning/ smoke/electrical odor. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacture inspected externally and internally, observed an unknown dust contaminant on the top cover, inside of the iso port, pca, side panel, blower cap, right side assembly, blower, blower housing, bottom enclosure, and air inlet seal. They observed black hairlike contaminant on the blower housing and bottom enclosure, evidence of liquid ingress with an unknown dust contaminant consistent with mineral deposits was observed on the blower housing. Manufacturer observed odor through therapy and investigation. They observed that the air inlet seal was discolored. Evidence of sound abatement foam degradation/ breakdown was not observed. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer was able to confirm the complaint of particles, most likely from an outside source. Manufacturer was not able to confirm the complaint of device will not turn on/device not functioning, for device powered on and provided airflow, or device having a burning/ smoke/electrical odor, for odor was observed through therapy and investigation, or address the symptoms specified. There was no visible damage or functionality failures of the device, which suggests that the source of contamination was external to the device. Sections d8, d9, h2, h3, h6 has been updated in this report.